Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient experienced a high blood glucose event while using the ilet and discontinued use, later agreeing to retry after discussion with a healthcare professional and additional education and troubleshooting. Symptoms included hyperglycemia. Outcomes included no hospitalization and no long-term sequelae reported. Investigation included case review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.